Event description:
Information was received from the company representative (rep) via the patient regarding their external device. The company rep stated patient reported difficulty getting boluses to go through as personal therapy manager (ptm) seemed to get stuck at 90%. Reviewed option to clear ptm data. The company rep conference on patient's family member who cleared the data and confirmed it was much faster.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.